Event description:
It was reported that during an unspecified endoscopic procedure, the guide wire lumen on the basket was split. An rx lithotripter compatible basket had been selected to treat an unspecified target lesion in the common bile duct. The device was loaded on to an unspecified guide wire when it was noticed that the guide wire lumen was "split". The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".